Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the drainage hub disconnected from the catheter after the catheter was implanted in the patient's kidney. The device was in place for 2 months. The patient was brought back to the lab to have the catheter replaced which caused additional fluoroscopy time. There was no additional reported patient harm as a result of this product problem.